Manufacturer narrative:
Correction: initial MDR gives the date received by manufacturer as 03/27/2017. The correct date received by manufacturer is 03/23/2017.

Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for clotting and missing label due to leakage was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® glass cpt molecular diagnostics tube were without their labels as if a leakage had removed the print. No injury or medical intervention.